Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an "off set self check failure - 1174", "compressor fault -2002" and "compressor fault -3002" error messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction of "off set self check failure - 1174" was duplicated and attributed to a faulty flow transducer on the smart pneumatic module. The reported malfunctions of "compressor fault -2002" and "compressor fault -3002" error messages were not replicated or confirmed. Analysis of reports of this type has not identified an increase in trend.